Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) patient arrived to the emergency room non-responsive. The right ventricular (rv) lead exhibited loss of capture and low amplitude. It was noted the patient's condition of non-responsive wasn't likely attributed to the loss of capture as the patient isn't pacing dependent. The rv lead was explanted and replaced. The crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported loss of capture.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) patient arrived to the emergency room non-responsive. The right ventricular (rv) lead exhibited loss of capture and low amplitude. It was noted the patient's condition of non-responsive wasn't likely attributed to the loss of capture as the patient isn't pacing dependent. The rv lead was explanted and replaced. The crt-d remains in service. No additional adverse patient effects were reported. This crt-d was explanted due to therapy upgrade. No additional adverse patient effects were reported.